Manufacturer narrative:
Date of event is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 1088926 for foreign matter in barrel. This is the 1st related complaint for foreign matter in barrel on lot # 1088926. A review of (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter in barrel) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1088926. All inspections were performed per the applicable operations qc specification. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: material no. 324909, unknown batch no. 1088926. It was reported that there was an unknown clear liquid in syringe barrel. Verbatim: consumer reported unknown clear liquid syringe in barrel prior to use. Consumer stated this has been an ongoing issue; no information for past boxes. Lot: 1088926b.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: material no. 324909, unknown batch no. 1088926. It was reported that there was an unknown clear liquid in syringe barrel. Verbatim: consumer reported unknown clear liquid syringe in barrel prior to use. Consumer stated this has been an ongoing issue; no information for past boxes. Lot: 1088926b.

Manufacturer narrative:
Date of event is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 1088926 for foreign matter in barrel. This is the 1st related complaint for foreign matter in barrel on lot # 1088926. A review of risk management 150rmn-0001-16 revision 15 indicates that the potential risk of this specific reported incident (syringe, foreign matter in barrel) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1088926. All inspections were performed per the applicable operations qc specification. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.